Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the device in good condition without external damage. A review of the event history log found that there was a check clutch/plunger lever error and no motor rate error. Functional testing involved flow and occlusion testing and found that the reported problem was unable to be replicated. Based on the evidence, a root cause was unable to be confirmed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a clutch, plunger lever, and motor rate error. No injury was reported